Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported an infection was present at the lead site. Patient was prescribed antibiotics for 6 weeks. Patient underwent surgery on (B)(6) 2023 where the lead site was cleaned and the lead was reinserted.

Manufacturer narrative:
Date of the event is estimated.